Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) showed that ventricular tachycardia (vt) was detected following a capture management test and it was questioned if the test caused the vt. The spontaneous vt that occurred was successfully shocked to normal paced rhythm. The ICD remains in use. No patient complications have been reported as a result of this event.